Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a "fluid leakage was observed during bipolar resection of uterine polyps. The leakage was so intense that the procedure had to be interrupted. Polyps were not removed. The leak occurred from the sheath and the working element. The procedure has not been completed". No death or (unanticipated) serious deterioration in state of health reported.